Event description:
It was reported that a physician had observed a steady increase in right ventricular (rv) lead impedance and threshold values over the past eight months. During a routine device change the lead impedances and thresholds were found to be stable so the lead was left in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable pulse generator implanted: 2005 (B)(6); product ID 4068-52 implantable pacing lead implanted: 1996 (B)(6). (B)(4).